Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was stated in the report that on the second day of 5-fu administration, the filter vent cover was found leaking. There was patient involvement but no patient harm.